Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) unit had screen was not working issue. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). Additional email: (B)(6). Additional initial rep name: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed that the display exhibited horizontal lines across the rtv bead seal. The fse replaced the 10.4" display w/rtv bead sea (d160-00-0113), screw concealment label (d334-00-1666) and blank cover label (d334-00-2615). The unit passed all functional and safety test in accordance with the factory specifications.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 20 apr 2026. The failure analysis and testing dept. Received part number 0160-00-0113 10.4" display serial number (B)(6) with a reported unit failure of horizontal lines across the upper display. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in poor condition. The failure analysis and testing dept. Installed part number 0160-00-0113 10.4" display serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W.when the cs300 boot up, the display was blacked out no, information on the display. The fat dept. Could not replicate horizontal lines across the display, because the display was blacked out with no information on the display.the display failed testing.retaining the display in the fat dept. Per procedure number 0002-07-d008 rev. Aw.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) screen was not functioning properly. No patient was involved, and no harm was reported.